Event description:
On the event date, the lay user/patient in another country, contacted lifescan (lfs) alleging the one touch ultra meter would power off during use. In 2009, the technical svc rep (tsr) spoke with the pt to obtain and verify info. Since 2008, the pt noted the reported meter would power off during use; she was unable to obtain a blood glucose reading. During this time period, the pt continued to take her prescribed doses of oral diabetes medications. Three days later, the pt claimed she experienced the symptoms of blurred vision, headache, fatigue, thirst, hunger, a bitter taste in the mouth and a sharp pain on the left side of her chest. The pt felt these symptoms were suggestive of hyperglycemia. The pt administered self-treatment by drinking water and walking, and felt better five hours later. She did not seek any medical attention. The pt takes the oral diabetes medications metformin 500 mg three times per day, and diamicron (gliclazide) two tablets with breakfast. The pt's expected blood glucose readings range from 12.0 mmol/l to 27.0 mmol/l. She tests her blood glucose level four times per day. During the troubleshooting telephone call, the tsr determined the pt had not replaced the meter's battery as recommended by the MFR. According to the owner's booklet for this meter, the expected battery life is 1000 tests or approx one year. The meter was replaced. The pt did not replace the reported meter's battery as recommended. The pt allegedly experienced symptoms suggestive of hyperglycemia three days after the reported meter power issue began, therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.